Event description:
It was reported that during the implant procedure the physician noticed the tip of the lead was bent. Another lead was opened and the procedure was completed. It was indicated there was no health hazard.

Manufacturer narrative:
Analysis of the lead model 3389-40s, lot # v856678 found the distal end of the lead to be bent, new out of the box.